Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please verify the product code? Was this the first firing? Was there any bleeding? If so how was the bleeding controlled?

Event description:
It was reported that during a laparotomy procedure, according to the circulator in the room, the stapler cut the bowel tissue without deploying the staples. There were no patient consequences. Unknown how case was completed.